Manufacturer narrative:
Product manufacturing site updated due to receipt of corrected information. Manufacturer report number corrected and reported under 1644019-2019-00167. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the valved trocars leaked during a combined cataract and retinal procedure. The trocars were replaced and the procedure was completed. There was no patient impact.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lots traceable to the reported lot number indicates there are eight additional complaints associated with the component lots for the reported issue. A sample was not received at the manufacturing site and the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. Investigations have been completed and manufacturing process enhancements have been implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).